Event description:
It was reported that this brady lead exhibited decreasing sensing amplitude and rising threshold outputs due to a scar tissue. Subsequently, unipolar and bipolar testing was performed. This brady lead was explanted, replaced with the same model and will not be returned. No additional adverse patient effects were reported.